Event description:
It was reported that pt developed "z syndrome" approx six weeks post crystalens implantation. The crystalens was explanted and exchanged for a different lens model. According to the surgeon, the most likely cause of the event was capsular phimosis. Pt prognosis is good. This event refers to the pt's right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.